Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance. Technical services (ts) reviewed the reports and stated that they suspected loss of capture (loc) as well. The plan is to reprogram the cardiac resynchronization therapy defibrillator (crt-d). The lead remains in use. No adverse patient effects were reported.